Event description:
The following information was reported: balloon loss of pressure occurred prior to meeting the sheath. The device was taken out of the patient un-deployed. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: during prep the black marker on the inflation indicator was fully exposed. Procedure type: interventional peripheral sheath size: 7f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the patient has a history of pvd. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.